Manufacturer narrative:
Date sent to the FDA: 04/13/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent excision surgery on (B)(6) 2014 during which the surgeon noted ¿adhesions from the colon to the mesh which required dissection.¿ it was reported that the patient underwent excision surgery on (B)(6) 2015 during which it was noted the ¿adhesions were lysed¿ and ¿the previously placed mesh folded down and attached to a loop of the small bowel.¿ it was also reported that ¿after the initial attempts to dissect the mesh, it became clear that it would have to be done in an open manner.¿ it was reported that the patient underwent a repair of a recurrent incisional hernia on (B)(6) 2016. It was reported that the patient experienced pain, nausea, organ damage, diarrhea, chills, inflammation, adhesions, removal surgery, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.